Event description:
It was reported that the pump exhibited alarms during use. Per reporter no error message displayed a majority of the time and occasionally the pump displayed a high pressure alarm message. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. G3: japan. D4: UDI number and g5 are unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed a high pressure alarm that occurred continuously during pump operation or priming on (B)(6) 2023. A functional test was performed and the reported issue was not duplicated. The likely caused of the reported issue was due to the downstream sensor or cassette. As a result, the downstream sensor was replaced and the upstream sensor was re calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.